Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was within range on the day of the event. Siemens observed that the air detect readings were high, which indicated buildup in the analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed a thread crossed on the integrated multisensor technology (imt) module hold down screw, drilled the screw out of the receptacle, chased the female threads, removed the imt module, cleaned rotary valve, replaced the façade over the imt module and imt sensor, auto aligned dilution arm and imt, primed imt, and ran auto check, advanced clean, and qc, which passed. Siemens reviewed the qc and sample data and ruled out imt consumable issues. Siemens concluded that sample integrity issue(s) potentially contributed to the falsely elevated na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was poured into a tube top sample cup and was repeated on an alternate atellica ch 930 analyzer and the original analyzer. The repeat results recovered lower than the erroneous result. The repeat result from the alternate atellica ch 930 analyzer was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na result.